Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a provided x-ray image showed a deployed stent graft with poor visibility but radio-opaque markers are however visible on both ends of the stent graft which shows the stent graft was completely deployed. Further radiopaque material is visible but due to poor resolution a closer description and evaluation for partial deployment is not possible. The delivery system was returned for evaluation and the stent graft was completely deployed and was not returned; while the inner catheter was protruding the tip, the pusher was out of the sheath and the distal part of the catheter including the sheath marker was detached and missing. The investigation leads to confirmed results. There were no indications of manufacturing deficiencies. Based on provided image, and evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment of the tip. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the information for use sufficiently addresses the potential risks. E.g., the information for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding preparation of the device the information for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the IFU states: "0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system" and "introducer sheath with appropriate inner diameter". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure via the peripheral fistula access, the stent allegedly did not open all the way inside the patient. It was further reported that the tip of the stent was allegedly found to be damaged upon removal of the malfunctioned stent. Reportedly, the stent was removed from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and image were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure via the peripheral fistula access, the stent allegedly did not open all the way inside the patient. It was further reported that the tip of the stent was allegedly found to be damaged upon removal of the malfunctioned stent. Reportedly, the stent was removed from the patient. The procedure was completed using another device. There was no reported patient injury.